Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was not replaced with another icl lens.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry and bent, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).